Manufacturer narrative:
H3: product analysis for pm810 with serial# (B)(6) :evaluation determined that that the finger control valve would remain in down p osition and operate when the foot pedal of pc700 was lightly pressed. The likely cause of failure could not be determined. B3: date of event notification: 2025-06-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of continous to run. No patient impact reported. Upon followup its confirmed that there was no patient involved.